Manufacturer narrative:
This event took place in (B)(6). No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an implant. It was reported that the implant was defected. No further information was provided.